Manufacturer narrative:
This report is being submitted as the result of a retrospective review.

Event description:
The merge unity pacs is a medical image and information management system that allows viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. Merge unity pacs interfaces to various storage and printing devices using dicom or similar interface standards. A customer observed that images from exam a were showing up in montages for exam b. No reports of injuries were received.